Event description:
It was reported the patient inquired about rate responsive pacing. Patient reported feeling some fatigue when active and some swelling in his leg. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.